Manufacturer narrative:
Investigation into this event showed that the analyzer posted condition codes indicating incubator rotor move errors. The customer performed routine troubleshooting for slide jams, and none were detected. A field engineer found two microslides jammed under the incubator rotor, and the reference material for the 4 reflectometer filter wavelengths was misaligned. The field engineer completed necessary repairs to return the analyzer to expected operation. The root cause of the event was instrument-related.

Event description:
A customer observed negatively biased qc results following condition codes on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.